Manufacturer narrative:
While a definitive root cause cannot be established since the affected product was not returned for failure analysis evaluation, a potential root cause could be attributed to a mechanical defect within the monopolar dual pedal, which may have caused the pedal to become stuck.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer reported that the monopolar pedal in the drawer occasionally jams. The coagulation side of the monopolar pedal sometimes delivered output without being pressed. The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to reproduce the issue. Fse replaced the vio dual mono foot pedal due to the monopolar being activated unexpectedly. The system was tested and verified ready for use. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 15-jan-2026: the instrument was not in contact with tissue when the incident occurred. There was no unexpected thermal damage to the tissue or unexpected tissue effect due to the event. No treatment was performed as the customer didn¿t know the cause and didn¿t know what to do. There was no injury to the patient. The vio dual mono foot pedal (2x) involved with this complaint are field scrap items and will not be returned to isi for further investigation. Correction: annex b - inv type desc 1 was updated to b18 - device discarded.